Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibial component at cement to implant interface. Cement manufacturer is competitor. It was also reported that bone scan was hot on both tibia and femur. Surgeon suspected loose attune fb tibia. The tibia was in fact found to be grossly loose and specimens were sent for culture and sensitivity. This facility has no in house lab so results are unknown. Tibia was revised to attune stemmable with a stryker cone. Doi: (B)(6) 2014. Dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.